Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported adverse impact to the customer's blood glucose level. The customer declined tandem technical support follow-up to ensure a back-up insulin therapy was obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.